Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Retrieve them. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that approximately one month after the patient was implanted with a left trochanteric fixation nail advanced (tfna) system to treat a left femur sub trochanteric fracture, the patient complained about pain. X-ray showed incomplete fracture at the femoral shaft at the tip of the nail. The initial date of implant and date of x-ray are unknown. Revision surgery was performed on (B)(6) 2016. A left lfn nail (lateral femoral nail) 10x360mm was placed through the same entry point of the removed tfna. Two reconstruction locks and hip screws (6.5x85 and 6.5x90mm) were placed through the femoral neck from which the hip screw of the tfna was removed. The procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.